Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula, if the cannula was possible not inserted or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was not properly inserted and was found bent. The patient reported symptoms such as pain and itchiness due to the pod. As treatment, a new pod as applied and neosporin was used for the skin irritation.